Manufacturer narrative:
No device to be returned.

Event description:
Reportedly, the stent was deployed and then when trying to remove the delivery system, the stent was dragged along behind the delivery system and it was difficult to remove the delivery system. No intervention or patient injury reported as a result of this event. No device returned for evaluation. No further info provided.